Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, detached at the tip, but remained attached at the base. The heater wire was observed to bent. The silicone insulation was observed to be intact, no visual defects were observed. Based on the returned condition of the device the reported complaint was not confirmed for "peeled jaw", but was confirmed for the analyzed failure mode ¿material twisted/bent; wire¿. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the product was opened and the silicon cover at the tip of the clamp peeled off immediately after use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the product was opened and the silicon cover at the tip of the clamp peeled off immediately after use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.